Manufacturer narrative:
Analysis summary: analysis was unable to confirm the customer comment that the unit had shut off however the power supply was replaced as a preventive measure. It was further noted that the link electronic module printed circuit board assembly was replaced and calibrated due to a functional test failure (the common mode wrist electrode test). The hard drive was reconfigured and the software was reloaded and the device then passed all final functional and systems tests, no other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer randomly shut off. It was further reported that it was able to be turned back on. The programmer was returned for service. No patient complications have been reported as a result of this event.